Event description:
During the procedure, the physician found it was difficult to advance the penumbra system separator flex 054. The separator was removed and upon removal, a kink was noted in the tip. The physician used a new device without further issue and there was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.